Manufacturer narrative:
The device was not received for evaluation at the time of this report; therefore, no physical analysis of the product could be performed. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As indicated in the device instructions for use warnings: never advance the guidewire against the resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in damage to the catheter or vessel/organ. Care should be taken when advancing the guidewire after device deployment. The wire should only be introduced into or withdrawn from the ventricle through a catheter already positioned into the ventricle. The curve of the safari2 guidewire should be constrained within a catheter during insertion into or withdrawal from the body or treatment site. As described in the device instructions for use: 10.to remove the guidewire from the treatment area: a. A catheter must be advanced into the treatment area over the safari2 guidewire prior to withdrawing the wire. B. The safari2 guidewire is pulled back completely into the catheter. C. The safari2 guidewire may then be withdrawn from the catheter. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appeared that clinical and/or procedural factors have contributed to the event as reported. We reviewed the associated risk documentation relative to this product and confirmed that this incident is listed and that it is trending within the established occurrence threshold. Lake region's effectiveness of design verification activities brings the overall risk down to as far as possible. Patient information was not provided; therefore, part a could not be completed.the lot number for the device is unknown; therefore, section d4 could not be completed, including the UDI number.the sections left blank or unknown on this form could not be completed due to missing information. Attempts were made to obtain additional details; however, no further information was provided regarding this event at the time of this report. Should additional information be received, a follow up medwatch report will be submitted. Although annex g instructions state that with stand-alone devices annex g term should not be used, code 4755 was selected because the system requires a value in h6(g).

Event description:
Note: this medwatch report is for the second of two devices used in this case. Reference MDR 2126666-2026-00020 for the first device. Event description: per email, it was reported that during a tricuspid procedure. During wire placement, the safari became entangled with previously implanted triclip. This required significant force to retrieve, resulting in a significantly distorted curl. A second safari wire was used in another attempt to cross the valve, again this interacted with the triclip, and ultimately leading to what appeared to be an slda with the triclip maintaining capture of the septal leaflet. During pre-case volume confirmation, the native annulus was measured between 178mm and 184mm from multiple different beats. This represents an increase in annular size over screening; given the new lack of retention initially provided by the teer the decision was made to not attempt implantation in the interest of patient safety.